Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the power management printed circuit board (pcb), the cable and 3 volt battery. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 540 ventilator shuts off when it was disconnected from an external battery while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.